Event description:
Registered nurse reports when changing position of endotracheal tube from right side of mouth to the left side, the tube holder came apart. The nurse had to hold the et tube in place so she would not lose the airway. She was unable to reach the panic button. Someone in the unit called the code blue.